Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The legal manufacture was unable to confirm reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined; however, the foreign material may not have been removed because the subject device was not reprocessed properly due to leakage at the scope cover. The event can be detected/prevented by following the instructions for use: detection method in gif-190 series operation manual chapter 3 preparation and inspection. Preventive measures in gif-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and evaluated. In addition to the reportable malfunction of foreign material in the suction cylinder, air/water cylinder, and the channel mount unit, the evaluation found non-reportable device malfunctions/conditions. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was observed during the olympus device evaluation, the videoscope exhibited foreign material in the suction cylinder, air/water cylinder, and the channel mount unit. There were no reports of patient involvement.